Event description:
Attempted silastic delivery complicated by subgaleal hematoma. Pt developed left sided focal seizures at approx 17 hrs of age requiring phenobarbitol. CT scan 11/17 revealed small right frontal epidural hematoma. Hematocrit stabilized without need for transfusion. Repeat CT 11/19 with evidence of evolving cerebral artery infarcts of uncertain etiology.